Event description:
Account states they are getting occasional high phosphorus results for patient samples. The incorrect results have not been used to guide patient therapy. The field service rep was unable to determine a cause for the discrepant results.